Manufacturer narrative:
(B)(4). The blood pump that is the subject of this report (s/n (B)(4)) was received on (B)(4) 2015, inoperable condition. The connectors have been cut off right behind the pu valves and separated from the pump body. The berlin heart (B)(4), the manufacturer of the pump, evaluated the returned pieces of the pump. Manufacturer was informed by the distributor that the clinic reported this case to the italian ministry of health. Immediately after the incident the excor blood pump s/n (B)(4) was sent by the clinic to the italian ministry of health. Visual evaluation of the cut off valves did not detect any defect or distinctive features. The blood pump was dissembled and further inspected. No defect or distinctive features of the blood pump, including the membrane was detected. Due to the destroyed condition of the blood pump, it was not possible to perform a reliable analysis. Based on visual evaluation of the returned pump, we are unable to detect any defect on the pump, therefore unable to determine a cause for the reported complaint.

Manufacturer narrative:
Exemption number: (B)(4). Berlin heart inc. (Importer) is submitting the report on behalf of berlin heart (B)(4)(manufacturer). The excor blood pump, s/n (B)(4), was used from (B)(6) 2014 to (B)(6) 2014 (24 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification and no abnormalities were found in the records. We were informed by our distributor that the clinic reported this case to the (B)(6) health. The excor blood pump s/n (B)(4) was sent by the clinic to the (B)(6) of health by the clinic. We have not received the excor blood pump s/n (B)(4) back for evaluation yet. Therefore up to now we can not draw any conclusion regarding the clinic's complaint. Device not returned to manufacturer.

Event description:
Berlin heart was informed by the distributor via phone that an incident occurred with a patient supported in lvad configuration with our excor system. The clinic detected that the left ventricle of the patient's heart was not supported properly. The excor blood pump in question was filling and emptying as intended, all parameters of the driving unit were checked and adapted. However it was not possible to achieve a sufficient support of the left ventricle of the patient. According to the clinic no thrombus was visible. The clinic suspected a malfunction of the pu valve of the excor blood pump. The excor blood pump in question was therefore exchanged by the clinic. According to the distributor, the exchange of the excor blood pump was without any complications and the support of the patient by the excor system is well.